Event description:
The customer reported the generation of erroneously high sodium patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for eleven (11) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as multiple hardware; however, it is unknown if one or more parts contributed to the failure. The fse replaced the buffer valve, tubing, mix motor, reference cable, and electrode cable for potassium, sodium and chloride, to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).